Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: very fuzzy on the screen; all different colors static. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was a faulty circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope was grainy. The issue occurred during a diagnostic upper endoscopy (egd) procedure. There were no reports of patient harm.